Event description:
The manufacturer received information alleging of patient of being diagnosed with uctd and had 4 tendons surgically released, taken in an ambulance due to "elevated white blood cells", and had the" gallbladder out a lap band¿. Also, the patient reported allegations of low grade fever, on and off headaches, "had not slept well" and metallic taste. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.